Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. Beginning one week prior to the time of the complaint, the screen has faded and is difficult to read. The issue occurred gradually and worsened over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, the keypad cover was observed to be torn over the up arrow button; however, all keypad buttons responded properly and no contamination or damage was found under any key contacts.